Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went on site to evaluate the device and determined the weighted filter and tubing for the detergent was not placed fully into the bottle. The field representative correctly placed the tubing in the bottle and primed the reagent line which resolved the issue. Further investigation determined the field representative's findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the cobas c501 analyzer. The event involved two patients each with one erroneous result for calcium gen.2. The patients were (B)(6) and were both female. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.